Event description:
Reportable based on analysis completed on (B)(6) 2011 it was reported that during an embolization treatment procedure, coil insertion difficulties occurred. The target vessel was the gastroduodenal artery. A renegade stc microcatheter was advanced and this 3mm x 6cm f-idc 18 2d coil was advanced through the catheter to the artery. The coil reached the target area; however, the physician did not like the positioning of the coil therefore the coil was retracted back through the catheter. The physician then attempted to reload the coil into the catheter; however, the coil would not advance past the introducer sheath. Intermittent flush was maintained. The procedure was completed with other coils. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed that the interlocking arm of the coil was broken.

Manufacturer narrative:
Event date: during the week of (B)(6) 2011 device evaluated by manufacturer: the introducer sheath, pusher wire, and coil components of the complaint device were returned for analysis. An initial examination of the unit noted that the distal end of the coil was protruding from the tip of the introducer sheath. The proximal end of the coil was stuck in the introducer sheath. Blood was present in the introducer sheath and dried blood was visible on the coil. The pusher wire was returned inside the introducer sheath. The arms of the pusher wire and coil were interlocked at the twist lock; however, the coil interlocking arm did not appear to be attached to the main coil. The pusher wire interlocking arm and coil interlock had gotten caught at the twist lock, indicating an attempt was made to retract the coil and pusher wire back through the proximal end of the introducer sheath. The protruding coil was inspected. Blood was present on the fiber bundles. Stretching was noted towards the proximal end to where the coil was stuck in the introducer sheath. Several attempts were made to remove the remainder of the coil without success as the dried blood on the fiber bundles had cemented the coil to the inside of the introducer sheath. However, it was possible to cut the introducer sheath from around the proximal end of the coil. This section was inspected and the interlocking arm had been pulled off. The pusher wire was inspected and a slight kink was noted. The introducer sheath was inspected and no anomaly was noted. The interlocking arm of the main coil was inspected and found to be covered in dried blood. Weld witness marks were visible. The interlocking arm of the pusherwire ss coil was inspected and no damage was noted. The zap tip shape and surface was smooth. All dimensions measured were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was not used in accordance with the continuous flush directions of the dfu (in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.) (B)(4).